Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issues. System check was performed by tandem technical support and not issues were identified. Customer's blood glucose was 396-530 mg/dl, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.